Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Isi requested the force bipolar instrument used during this event to be returned, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: during a da vinci-assisted bilateral inguinal hernia procedure, the force bipolar instrument was stuck to tissue and not releasing. It is unknown what medical intervention, if any, was performed due to this event. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the force bipolar instrument was stuck to unspecified tissue and not releasing. The procedure was reportedly completed robotically. It is unknown what medical intervention, if any, was performed due to this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the site; however, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections: d9, g6, h2, h3, h6, and h10. Device evaluation information can be found in sections: h6 and h10. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and did not get stuck during testing. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. There was no physical damage at the distal wrist. The housing was removed for inspection and found no damage. There was no problem detected.